Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a "low level alarm even when full". No patient involvement.

Manufacturer narrative:
Returned device was received in worn physical condition. There was wear and tear damage to the enclosure, line cord, front cover, tank cover, and pole clamp. The pcb and power switch were also outdated. During the evaluation of the device, the float switch was found to be faulty and analysts were able to replicate the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis with an outdated pcb and power switch. Upon further inspection wear was noted to the enclosure, line cord, front cover, tank cover, and pole clamp. The tank was then filled with water, temp check was attached, line cord was plugged in and the power switch was turned on; confirming the complaint that the low-level alarm occurs when full. Based on the evidence, the root cause was found due to a faulty float switch.